Event description:
I have had the device in place since august 2008. I have extreme pain with numbing on the right (from hip to toes), during my cycle. I have trouble having bowel movements, no matter the fecal consistency. I had a history of migraines, which has since doubled within the same time frame. Painful intercourse during and after. Menstrual cycles began at age 11, ranging from 3-4 days total. Since the device I range from 9-12 day cycles. Abrupt sneezing nor coughing can not be done while sitting on my bottom. If I am standing during one of the occurrences, I must immediately topple over to stop the sharp pain that shoots through my vaginal cavity. I get menstrual like pains that have a long lasting period like contractions, but do not occur during my cycle. These pains completely paralyze me for the duration of the pain (I can not breathe, speak, nor move) until it has passed. The device has kind of tricked my body into thinking its pregnant, so I have daily morning sickness without actually vomiting. I am extremely fatigued. When I complained of this to my physician, I was told, "we hear the same thing from a lot of other women that have the essure. Those are normal side effects." Naproxen for pain.